Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly has a blank screen and is chirping. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. In addition, there is a date and time defaults to the factory setting when the battery was replaced. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the reported issues.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/24/2013 with the following findings: a review of the pump history showed several unexplained power reboots. The threads in the battery compartment and on the battery cap were intact. There was no corrosion or cracks observed in the battery compartment or on the battery cap spring. The battery cap was able to be fully tightened to the pump. The battery cap height and width measurements were found to be within specifications. The pump performed rewind, load, and prime steps with no loss of power observed. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power observed. The pump was opened and no defects were found to the pump¿s power circuits. Unrelated to the complaint, the pump history showed that a time and date reset had occurred. After exercising the pump for 24 hours on a 1 unit per hour basal program, the pump was powered off for 6 hours. The pump powered on and the time date had reset to the factory default. The pump was opened and disassembled to find that the internal clock battery was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.